Event description:
A malfunction alarm, identified as malfunction code 12, was reported by the customer. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided assistance with resetting the pump, which resolved the issue, and the customer continued to use the pump for insulin therapy.